Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal dilaudid at 2.1mg/day. The lot number and concentration were unknown. The indication for use was non-malignant pain. The pain in the patient¿s back was at a 7 or 8 as of (B)(6) 2015. The patient was in the hospital from (B)(6) 2015 to (B)(6) 2015 with a stomach issue. The patient was taking duexis, which caused stomach ulcers. The stomach ulcers were found two weeks after he got out of the hospital when they did an endoscopy. The patient did not see any error messages on the personal therapy manager (ptm). Follow up was requested regarding the cause of the back pain, stomach issues/hospitalization, steps taken to resolve the back pain/stomach issues, and the outcome. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
MDR decision updated to not reportable. No additional supplementals required.